Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, no distal pulses were found bilaterally via doppler or ultrasound. An ultrasound showed bilateral lower extremity reduced flows. The impella was repositioned without significant changes. Additional information was not provided regarding the resolution of the patient¿s pulses.